Event description:
Stent thrombosis and stent fracture identified thirteen months post implant. The report received indicated that a 2.5x33 cypher stent was implanted in the patient's mid left anterior descending. Approximately, thirteen months post implant, the patient returned to the hospital and a very late stent thrombosis was confirmed; there was no blood flow from the proximal area of the stent. The physician conducted intravascular ultrasound and expanded with a high-pressure balloon the fractured part of cypher. The patient was reported to be stable.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.